Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the multi-clip applier tips were crossing causing a misfire of the clips. Vessels were being clipped but not sealed due to the malfunction of the clip applier. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch # a98r7v. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample indicated that the mcm30 device was received with no visible external damage. Additionally, the opened packaging was returned together with the instrument. To replicate the reported issue, the device underwent functional testing. During testing, the device was cycled and produced nineteen (19) malformed clips, followed by the ejection of two (2) clips. To further assess the condition of the internal components, the device was disassembled. Upon disassembly, the camplate was found to be broken, which is believed to be the root cause of the malformed and ejected clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review: a manufacturing record evaluation was performed for the finished device batch a98r7v number, and no non-conformances were identified.